Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset the pump, and the same malfunction code did not recur. Customer was advised to continue using the pump and to call back if the issue recurs.